Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection was performed and noted a cut on the tubing near the solvent-bonded area of the luer. The reported condition was verified. The cause of the cut could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking from an unspecified location. This was discovered upon unpacking the box. There was no patient involvement. No additional information is available.